Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the implantable neurostimulator (ins) battery prematurely depleted and the patient experienced an increase of parkinson's disease symptoms. The patient had been receiving bilateral subthalamic nucleus (stn) stimulation since 1999. The clinical outcome had been really significant, but incomplete since they required placement of a duodopa pump not that long ago. At a consultation in (B)(6) 2016, the hcp established the patient's inss were working well. Following a deterioration in symptoms on their left side, the patient determined the right ins had prematurely depleted using the remote control. The cause of the event was high parameters. The ins was programmed to double monopolar stimulation using electrodes 1 and 2 at 4.5 v, 185 hz, and 120 usec. No diagnostics or troubleshooting was done. The patient was admitted to the hospital from (B)(6) 2016, which was earlier than expected. A revision was done and the ins was explanted and replaced. After the revision, the ins parameters were reduced to an amplitude of 3.5 v with monopolar settings to avoid the ins prematurely depleting again. The patient's surgical wounds were healing nicely and the issue was resolved at the time of this report. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found the battery reached end of service (eos) or elective replacement indicator (eri) and the longevity was not met, the cause was unknown. A longevity estimate was calculated using available parameter information, and the ins did not meet expected longevity. During destructive analysis, the hybrid portion of the ins was tested with a known good battery and was found to function within specifications. The battery portion of the ins did not indicate any internal anomalies that would have caused premature depletion.